Event description:
It was reported by the customer that a bd pyxis medstation es system had a single patient not showing up on the station and nurses were unable to dispense medications. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA: 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn: (B)(6) was performed in salesforce which did locate 1 similar complaint with the same failure mode for this serial number. Case: (B)(4) ¿ trinity us quebec only account medstation es - station stuck on carefusion bluescreen a review of the device history record for sn: (B)(6) was performed from the date of manufacture, 18-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the single patient was not showing up on the station. A technical support specialist ran an all device events report and could see that there had been transactions done on the patient from the mn32s station and reviewed the patient's assigned unit and area compared to the station's assigned area, noticed that the patient's unit was linked to the mn31s area and not the mn32s area, however the patient should be accessible through facility search and got confirmation from the customer that the issue got fixed. The system functioned as intended after the technical support specialist assessed the device.